Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter was no longer functional after only 18 hours of use." Additional information received reports there is "a gradualatenuation of the pressure curve, a discrepancy with the pressure obtained manually and an inability to take samples. There was no serious consequences noted. Pressure reading with a cuff was required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter was no longer functional after only 18 hours of use." Additional information received reports there is "a gradual atenuation of the pressure curve, a discrepancy with the pressure obtained manually and an inability to take samples. There was no serious consequences noted. Pressure reading with a cuff was required. The patient's current condition is reported as "fine".